Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath using the s3 valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, sheath shaft kinks can be a result of any excessive device manipulation applied to overcome the resistance. The complaint for sheath punctured was empirically confirmed based on the report that 'the valve got stuck and perforated the strain relief portion of the sheath.' As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Since no device lot was provided, a review of the DHR and lot history was unable to be performed to rule out the possibility of manufacturing non-conformance. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Available information suggests procedural factors (device manipulation) likely contributed to the event. If device manipulation is applied in an attempt to overcome the experienced resistance, the sheath shaft can be weakened and punctured by the delivery system/crimped valve, especially if compounded with difficult anatomy (tortuosity, pre-existing stent), device interaction (induced by steep insertion angle), and a kinked sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 valve in the aortic position, the esheath was suspected to be kinked or damaged when the valve was being pushed through. Although there was no difficulty inserting the esheath into the patient, there was difficulty inserting the delivery system (ds) through the esheath, as the valve got stuck and perforated the strain relief portion of the sheath. The perceived root cause was the patient's very tortuous anatomy and the steep angle in the femoral artery. The esheath was inserted at a steep angle (45 degrees from horizontal), and the delivery system and valve did not exit the tip of the sheath, getting stuck at the white portion (strain relief/partially expandable). The system was withdrawn as one unit, and the vessel was pre-dilated to 18f. The sheath was damaged, with the valve protruding through the side in the strain relief portion. The thv was crimped and the delivery system prepared per IFU. No actions were taken during the event, and there was no patient injury. The 3mensio report is available. The valve was not successfully implanted due to the very tortuous patient anatomy. The device was discarded. Upon follow up, the fcs advised that the distal tines of the valve were protruding through the strain-relief portion of the sheath. They were sticking out approximately 4-5mm. There did not appear to be any damage to the valve, but the fcs could not see it. They did not get any photos. The patient recovered well and was treated two days later via carotid tavr.